Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and serial identification are necessary for review of device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event cannot be confirmed. H3 other text: device was not returned.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported on a medwatch report that the zimmer skin graft mesher has had dull blades in mesher and destroys donor skin tissue. There is no additional identifying information regarding this matter. No additional adverse event was reported as a result of this malfunction.